Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation as the condition of a sensor can be affected during removal from the body and returned shipping. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.